Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) high voltage epicardial lead patches has high impedance. The lead patches will be revised at future date that has not been set. The lead patches remain in use. No patient complications have been reported as a result of this event.